Manufacturer narrative:
G4 premarket / 510(k) #: k213593. Visual inspection revealed the telescope was kinked and the tip was kinked and detached. The tip was not returned. Microscopic and media inspection revealed the tip was kinked, detached, and torn.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After a successful stenting procedure, when the physician attempted to remove the ivus catheter, resistance was encountered. Pressure was applied to withdraw the device, and upon removal, it was noted that the radiopaque marker and distal tip had sheared off. The location was initially unclear, as the marker was not visible on fluoroscopy. During continued intervention, the radiopaque marker was observed in the left main coronary artery. Attempts were made to balloon distal and drag it out with a semi-inflated balloon; however, the final approach was to stent it into the vessel wall. The procedure was completed with an alternate device, and no patient complications were reported.

Manufacturer narrative:
G4 premarket / 510(k) #: k213593.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After a successful stenting procedure, when the physician attempted to remove the ivus catheter, resistance was encountered. Pressure was applied to withdraw the device, and upon removal, it was noted that the radiopaque marker and distal tip had sheared off. The location was initially unclear, as the marker was not visible on fluoroscopy. During continued intervention, the radiopaque marker was observed in the left main coronary artery. Attempts were made to balloon distal and drag it out with a semi-inflated balloon; however, the final approach was to stent it into the vessel wall. The procedure was completed with an alternate device, and no patient complications were reported.